Manufacturer narrative:
Concomitant product: product ID 5076-52, serial # (B)(4), implanted: (B)(6) 2016.

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) was connected and no capture was observed, along with a system impedance with undefined/infinite measurements. The ipg was disconnected and the no capture was checked. The ipg was then not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned, analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.